Event description:
On (B)(6) 2011, the pt underwent repair of an infrarenal abdominal aortic aneurysm. Two gore excluder aaa endoprostheses were implanted. Final angiogram revealed a proximal type I endoleak from the trunk-ipsilateral leg component. Touch-up ballooning was performed with a medtronic reliant balloon catheter. The balloon was excessively dilated and ruptured the pt's aorta. Two add'l gore excluder aaa endoprostheses were implanted. The rupture was resolved and the pt tolerated the procedure. It was noted that the pt's aorta measured 16 mm. The trunk-ipsilateral leg component implanted is for a diameter of 19 mm to 21 mm.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According tot he gore excluder aaa endoprosthesis instructions for use, the infrarenal aortic neck treatment diameter range is 19 - 29 mm. Gore recommends that the gore excluder aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter. Determine accurate size of anatomy and proper size of trunk-ipsilateral leg component. Follow the MFR's recommended method for size selection, preparation and use of aortic and iliac dilation balloons. Carefully inflate the balloon to avoid complications.